Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level increased to 598 mg/dl with an unspecified ketones level that was not considered dangerous or life-threatening. As a result, customer went to the emergency room on (B)(6)2025 and received treatment with IV fluids of saline and insulin, and nausea medication. The customer was released from the emergency room on (B)(6)2025 with the issue resolved and no permanent damage. Upon discharge, the customer changed the infusion set and cartridge, then resumed insulin therapy. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.